Event description:
Customer called to report a system pressure alarm (spa) at approximately 150 ml whole blood processed, during purging air. Customer states that is when she noticed blood on the pump deck near the centrifuge chamber. Customer states they ended the treatment and gave the pt their blood back, the pt's provider approved of returning the blood volume to the pt. The pt is in stable condition. Customer states they were not able to find the location of the leak on the kit. Customer states they have cleaned the instrument and will proceed to treat the pt with a new kit. No svc order was generated. The kit was returned for further investigation.

Manufacturer narrative:
Batch record review of lot c334 was conducted. There were no non-conformances related to this type of event for this lot. The non-conformance associated with lot c334 was not related to the complaint categories, alarm #18: system pressure and pressure dome membrane leak. The lot met release requirements. Trends have been reviewed for this complaint categories, alarm #18 - system pressure and pressure dome membrane leak. No trends were detected for alarm #18 - system pressure and pressure dome membrane leak. Alarm # 18 - system pressure was investigated through CAPA (B)(4) and (B)(4) were initiated for complaint category, pressure dome membrane leak. This assessment is based on info available at the time of the investigation. Analysis of the returned product is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).